Event description:
It was reported that a balloon rupture occurred. The 9%% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, when inflation was performed, a balloon rupture occurred at 6atm. The issue occurred approximately 5 seconds during the first inflation. The procedure was completed with a different device. There were no patient complications reported.